Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after voluntarily suspending insulin delivery due to fear of hypoglycemia, then later resumed insulin and was documented at 124 mg/dl and steady; the agent obtained the blood glucose questionnaire, provided education not to suspend insulin except when disconnected or exercising, and assisted with a factory reset to address maladaptive algorithm learning and allow the device to relearn. Symptoms included hyperglycemia. Outcomes included no hospitalization and completion of troubleshooting and education. Investigation included review of user-reported data and device operation through guided troubleshooting. Investigation of this case revealed user-initiated interruption of insulin delivery with resultant hyperglycemia, and device behavior consistent with maladaptive learning that was addressed by factory reset and relearning. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.